Event description:
On september 15, 2008, the baxter affiliate in another country was informed about two incidents where an unk baxter pump was infusing inotropes to post coronary bypass graft (CABG) pts and there was "air in line alarm from the memory on the tube." It is unk what the serial number for this pump is but the patient in this event was a female, undergoing cardiac surgery in 2008. The patient was admitted to the intensive care unit (ICU) post positively and was receiving an inotrope infusion of noradrenaline. In the next day at 12:30 pm, the inotrope infusion was running through a colleague triple channel infusion pump when the pump alarmed "air in line". The infusion was stopped and the line removed from the pump and the slide clamp was moved, as per previous instruction. While this was being done the patient's blood pressure (bp) fell to a systolic of 50 and the patient was acutely compromised. The infusion was recommenced and the pt stabilized. The facility reported they struggled with the need to stop the infusion to change the volume to be infused. This report is for the set fnc1169, which is the same or similar to set 2c8419.

Manufacturer narrative:
The actual set is not available for eval. The companion sets have been requested, but has not been rec'd. Should samples be rec'd for eval, a f/u report will be filed upon completion of the eval or if add'l info becomes available. Fnc11698 is manufactured in a foreign country for use in another country. It is not distributed in the us. However, it is the same or similar to 2c8419 with the FDA classification.